Event description:
It was reported that the driveline had multiple areas of rescue tape applied prior to (B)(6) 2021. The dates the rescue tape was applied is unknown therefore the date of the event is estimated.

Manufacturer narrative:
On (B)(6) 2021 it was reported that numerous areas of rescue tape and damage at the distal end of the perc lead. And a perc lead repair was completed with no issues, the perc lead repair was reported on MFR#2916596-2021-06064 . On (B)(6) 2022 it was reported by the vad coordinator that it is uncertain the date the rescue tape was applied. Therefore, conservatively the observation of the damage that was covered by rescue tape was split out as a separate event. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the driveline was not able to be confirmed through this evaluation as no images were provided. A specific cause for the reported damage could not be conclusively determined through this evaluation. It was reported that the driveline had multiple areas of rescue tape applied prior to (B)(6) 2021. The dates the rescue tape was applied were unknown and could not be provided by the customer. The relevant sections of the device history records for (B)(6) and for the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ and section 7 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The heartmate ii lvas patient handbook is currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.